Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Due to lack of archived sessions, a longevity calculation was performed based on the default parameter settings. The battery voltage was found to be within expected longevity performance. The power consumption of the device was measured and found to be normal. Automated electrical testing found no anomalies and the device met all specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that even though the lv capture was programmed high, it was suspected that the battery depleted too fast.